Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 10mm, 33cm peek monopolar handle it was confirmed, the insulation is compromised. Visible dings and scratches were seen throughout the shaft. Also the distal tip is missing a piece of insulation, the missing piece was not received with the unit. The 10mm, 33cm peek monopolar handle failed the insulation integrity test. The probable root cause could be wear and tear and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 10mm, 33cm peek monopolar handle it was confirmed, the insulation is compromised. Visible dings and scratches were seen throughout the shaft. Also the distal tip is missing a piece of insulation, the missing piece was not received with the unit. The 10mm, 33cm peek monopolar handle failed the insulation integrity test. The probable root cause could be wear and tear and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.